Event description:
It was reported the patient had his spectra penile prosthesis replaced with an inflatable penile prosthesis as the patient only had one cylinder in the right corpora which caused the implant to "not operate properly." No patient complications were reported in relation to this event.